Manufacturer narrative:
(B)(4). The complaint was not confirmed and the root cause could not be determined. The sample was returned for evaluation. A visual inspection was performed and there was no leakage at the bloodline connection to the dialyzer.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A retained sample from the same lot was visually and functionally tested by nipro with no damage or leaks noted. The reported condition was not confirmed and the root cause could not be determined. A manufacturing batch record review was performed by nipro with no issues or abnormalities noted during the manufacture of this lot. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Event description:
It was reported that a patient had a blood leak during hemodialysis therapy, the leak was observed from the connection of the dialyzer and stream sterilized bloodline with arterial chamber on the arterial side. The patient stated that he had checked the connections after putting himself on as instructed. The patient lost approximately 100mls of blood. There was patient involvement; however, no patient medical injury or adverse event was reported.